Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set was leaking. The patient was bleeding from the catheter and blood was found to have come from the cap, into the tube, leaking out. This occurred towards the end of the patient infusion. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement.

Manufacturer narrative:
Correction: d1, d3, d4. Additional information: g4, h3, h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.